Manufacturer narrative:
The photo provided by the customer confirmed the leak from the micron filter p/n 10012217 on the distal vent hole. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred in the oncology unit during a pump infusion of a 500ml bag of normal saline containing etoposide 62.5mg, doxorubicin 12mg, and vincristine 0.35mg which was running at a rate of 46ml/hr. The bag was hung on (B)(6) 2018 at 0010 and the leak (from the center of the circular area near the end of the filter) was noted on (B)(6) 2018 at approximately 1115 after infusing for approximately 11 hours. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred in the oncology unit during a pump infusion of a 500ml bag of normal saline containing etoposide 62.5mg, doxorubicin 12mg, and vincristine 0.35mg which was running at a rate of 46ml/hr. The bag was hung on (B)(6) 2018 at 0010 and the leak (from the center of the circular area near the end of the filter) was noted on (B)(6) 2018 at approximately 1115 after infusing for approximately 11 hours. There was no patient harm.